Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06700, implanted: (B)(6) 2013, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that there were high impedances found on normal device follow-up. The impedances were found on all combinations of electrode 3, but the patient noted that therapy had been effective. At the time the issue was discovered the patient was on a program not involving electrode 3 and thus the patient's programming was not changed. The impedances failed to resolve when ran again at 3 volts. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.